Event description:
After insertion while they flush with sf solution they found out small leakage on the blue extensions of the catheters. First they tried to use two 18 cm then they use 24 cm. Three of them are not proper. Then they use another 24 cm and it worked.

Manufacturer narrative:
Three hemo-cath catheters were returned for evaluation. One 8f x 18cm hemo-cath was evaluated and noted to have a pinhole in the venous extension 2mm below the protective over-molded sleeve. A second 8f x 18cm hemo-cath was evaluated and noted to have a pinhole in the venous extension 4.1cm below the protective over-molded sleeve. The third catheter, an 8f x 24cm hemo-cath was evaluated and noted to have a pinhole on the venous extension 2.4cm below the protective over-molded sleeve. The extensions of each device were cross sectioned and measured. All measurements were within the design specifications. We are unable to determine the cause or factors which may have contributed to this event.